Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised forced sensor alarm due to motor error alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. No moisture or burn damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised forced sensor alarm. Her blood glucose was unknown. During troubleshooting, the customer stated that the insulin is squirting out during the manual prime process. She stated that the drive support cap was normal and that she had not pressed the cap while connected. She said that there is a spot that looks like there is an electrical burn on it. The customer was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s orders. The customer was advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. The pump will be returned for analysis.